Event description:
Information received by medtronic indicated that insulin pump had frozen display. Insulin pump screen went blank. Customer stated that insulin pump had insulin flow blocked alarm in the past and resolved by complete set change. The insulin pump had low battery alarm but insulin pump did not alarm with replace battery or replace battery now alarm. The insulin pump did not alarm during fill tubing. There was no power error detected. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.